Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00246-00. The date of that submission was 05-sep-2025. No product samples, pictures, or videos were received for investigation. The complaint of distal occlusion alarm could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the device had alarmed with a distal occlusion error. It had been unclear whether the issue had been related to the pump itself or the tubing. After the line had been reprimed into new tubing and connected to a new pump, the error had been resolved. The continuous infusion rate had been 3 ml/hr, with a starting reservoir volume of 144 ml and a remaining volume of 143.5 ml. The patient had not been medically affected by the issue. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.